Manufacturer narrative:
(B)(4). The customer was provided the part number for repairs, however, vyaire medical did not received the suspect device for evaluation. Shall the device be returned, a follow-up medwatch report will be submitted.

Event description:
It was reported to vyaire medical that the displayed reading is stuck at 1 despite the customer hearing the frequency increase and displayed "oscillations" changes. There was no report of any patient involvement associated with this reported event.